Event description:
User reported receiving multiple temperature alarms while charging the pump, with alarms 10 and 11 confirmed in the pump history. There was no reported impact to the customer¿s blood glucose level. The pump was within warranty, and the customer was informed about the need for a replacement. However, the customer declined to share information regarding backup therapy. Technical support confirmed the shipping address, provided storage mode instructions for transport, and instructed the customer to return the problematic pump to tandem using a pre-paid label within 10 days. A replacement pump was arranged for the customer.